Manufacturer narrative:
The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34; warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Needle mechanism failure: it was reported that a patient¿s blood glucose reached 400 mg/dl while wearing the pod for less than an hour. The needle mechanism did not fully deploy as intended during activation. Or it was reported that the patient¿s blood glucose (bg) reached 388 mg/dl while wearing the pod between 24 and 36 hours. After realizing elevated bg levels, patient found cannula had not deployed as intended. Or it was reported that a patient¿s blood glucose (bg) reached 300 mg/dl while wearing the pod longer than 48 hours on the leg. While patient was reporting this pod for (xxx), it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a new pod was applied.

Event description:
The patient reports while wearing a pod between 4 and 24 hours she is unsure if the cannula properly inserted into the infusion site, the patient reported blood glucose level reached over 400 and she developed diabetic ketoacidosis which was large then returned to moderate. The patient reports her blood glucose level went down to the 100 mg/dl range. The pod will not be returned as it has been discarded.